Event description:
Report received from bd complaint coordinator states: leakage occurring with the lever lock cannula in the baxter secondary set. Account refusing to use these lever locks. When bd sterile product is used, leakage lessens. Account noticed that the lever locks in the baxter set are a darker yellow. No leakage has occurred with chemotherapy drugs, but leakage has occurred with other meds. No serious injuries have occurred.